Manufacturer narrative:
This report is submitted on june 11, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was administered prophylactic antibiotics (date not reported). There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.